Event description:
Boston scientific/target was notified that during the procedure the gdc 18-soft synerg detection circuit prematurely detached. Milliamps were very low and voltage high. The patient is in good condition.